Event description:
At 0325, infant, 33 wks gestation, admitted to nursery with temperature of 96 degrees. Placed under radiant warmer. Oxygen hood in place initially 90-80% then decreased. Infant draped for insertion of umbilical artery catheter. Infant was placed directly on pad. At 0421 drape sheet placed between baby and pad. At 0630 large red areas noted on back and upper chest, also redness on right cheek.